Manufacturer narrative:
Section d4: correction section h4: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the report of atrial flutter could not conclusively be established through this evaluation. The patient presented to the center with dyspnea, dizziness, and general condition worsening on (B)(6) 2020 that persisted for several hours. An echocardiogram, electrocardiogram, and thorax x-ray were reportedly performed along with laboratory testing. The patient was found to be in atrial flutter, and a cardioversion was performed on (B)(6) 2020. The patient reportedly recovered on (B)(6) 2020, and the event was not considered to be device related. The patient remains ongoing on (B)(6) with no additional complaints at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. This document also lists arrhythmia as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with an atrial flutter on (B)(6) 2020. The patient had complaints of dyspnea, dizziness, and general condition worsening. These complaints persisted for several hours. The lvad technology query showed no alarms. A cardioversion was performed on (B)(6) 2020. The patient recovered and outcome reportedly resolved on (B)(6) 2020.